Event description:
The empty dropper bottles are filled with solution to be used as nose drops. In the stem of the dropper was a black fragment from the bulb of the dropper. If this went into pt's nose, it could cause a problem.